Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit's cooling fan needs replaced. It is unknown if the unit was in use at the time of the reported issue. No patient harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01jul2019. Date rec¿d by MFR: 28jun2019. Additional information was received from the customer that the ventilator was not being used on a patient at the time that the problem was discovered. The customer was looking to order a new cooling fan and requested the part number and price for this part. The technical support representative provided them with the requested information. The customer reported that replacing the cooling fan resolved the problem. The faulty cooling fan was discarded so it will not be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.